Manufacturer narrative:
The device was returned to the manufacturer and the investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that the coil implant was being used in a gastroduodenal artery (gda) embolization procedure. Reportedly, the coil prematurely detached inside the microcatheter after coming across significant resistance towards the end of the pack (last 10cm of coil). The physician used a snare device and removed the coil with no issues; and proceeded to use two shorter 10cm coils to complete the case with great success. There was no report of injury to the patient.